Event description:
It was reported that a cartridge alarm occurred during insulin pumping. There was no information provided about any adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in loading a new cartridge using the correct loading technique, but the cartridge alarm recurred, preventing the resumption of insulin therapy. Customer reverted to an alternate method of insulin therapy.